Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approx 6.5 mm from the balloon proximal tip. The review of the lhr (lot f1318201) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
The following info was reported by aci sales rep: the tech in the case stated that the balloon prepped fine with no leaks but after inserted the device with no problems, the indicator plug did not come up. The device was removed and manual compression was applied for 10 minutes. The procedure type was a diagnostic peripheral. The stick location was at the femoral head. The pt was not hospitalized.